Manufacturer narrative:
This report is submitted on july 28, 2022.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site (date not reported). The patient was treated with oral and IV antibiotics, however the issue did not resolve. Subsequently, the patient underwent a skin revision surgery under general anaesthesia on (B)(6) 2022. The implanted device remains.

Manufacturer narrative:
Per the clinic, the issue has not resolved. The patient was hospitalized overnight on (B)(6) 2022, for an IV antibiotic treatment. Subsequently, the patient was placed under general anesthesia for a second time on (B)(6) 2022, in order to remove the abutment and granulated skin. The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported. This report is submitted on november 07, 2022.